Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h6 and h11 were updated. Based on the results of the following investigation, the image sensor unit was damaged during handling of the device by the user and the image issue was due to a defective charge coupled device unit. Olympus will continue to monitor field performance for this device.